Manufacturer narrative:
(B) (4). (B) (4). Stroke may occur during this type of procedure and is listed in the instructions for use, as a known potential adverse event associated with the use of the product. There was no device malfunction reported that could have contributed to the event. Info available in the case description is not sufficient to determine a relationship between the event and the abbott vascular product. A definitive cause for the reported patient adverse effect and the relationship to the product, if any, cannot be determined. There was no indication of any product deficiencies which could have contributed to the outcome of the procedure.

Event description:
Device issue: none. Adverse event: stroke. Onset of adverse event: 3 days post procedure. It was reported that three days post xact stent implant in the right internal carotid artery, the patient was re-admitted for a left posterior cerebrovascular accident due to severe vertebral disease with symptoms of visual impairment and gait disturbance. The pt was observed for two nights and no other treatment was provided. The pt's condition is continuing, but improved. No add'l info was provided.